Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited a low out of range impedance measurement of 200 ohms with loss of capture. It was noted that sensing for the ra lead has historically been low. Insulation damage was suspected. A revision procedure has been scheduled, however there is no evidence that a procedure occurred at the time. Three years later the ra lead was surgically abandoned for oversensing of noise and undersensing. There were no low out of range impedance readings at the time of explant. No adverse patient effects were reported.